Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient was implanted with the device on (B)(6) 2016, but the altis strip failed and an aris strip was inserted. Postoperatively, the patient complains of pain at the bandage site, which is progressive and responds poorly to physiotherapy and multiple infiltrations. In view of the evolution, removal of the sling is recommended, but at the time of this report, this procedure does not appear to have been carried out to date. This report captures the altis failure.